Event description:
It was reported that a small piece fell out of the collet during set up. There was no pt involvement and no allegation of adverse consequences associated with this event. The account had a back up on hand to complete the procedure with no delay.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the investigation details the straight pins that retain the large collet were missing.